Event description:
Procedure: laparoscopic cholecystectomy reportedly, during the surgery the balloon on the device was inflated, but would not stay inflated properly. The balloon at some point during the procedure separated from the device and fell into the patient's surgical cavity. The device and balloon were removed. No patient injury reported.